Event description:
It was reported that before the implant procedure began, the patient was vomiting after the anesthesia was started. The physician opted to abort the procedure and the patient was doing well in post-anesthesia care unit (pacu).